Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported by the patient that five cannulas are bent within one hour of use. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-02858- device 2 of 5.